Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the highly tortuous saphenous vein graft to the left circumflex artery (lcx). A 24 x 4.00 promus premier drug-eluting stent was advanced to treat the lesion. However, the stent came off of the balloon and migrated down to the leg. The stent was then removed from the leg. No patient complications were reported and the patient's status was okay.